Event description:
It was reported, during preparation for an unspecified therapeutic procedure, the camera head was not working at all. The procedure was completed using a similar device, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that no image was due to a bad cable unit connector. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for an unspecified therapeutic procedure, the camera head was not working at all. The procedure was completed using a similar device, and there were no reports of patient harm.